Event description:
This is the ninth of thirteen device reports from one dental lab. A dental lab notified local hk rep of mondial teeth they want to replace due to shearing. The lab did not give individual info on pts and dates. The hk rep explained that this happens with the all-on 4's and the fact that the teeth shear before the implant does is a good thing. On (B)(6) 2013, contacted the denture set up guys from the lab. They said the teeth sheared while in the pt's mouth. They said the pt would bite down on something and shear a tooth at the gum line. They would drill the rest of the tooth out and replace the tooth. There was no incident of a pt being injured from this, no aspiration or ingestion. On (B)(6) 2013, sent a list of questions for the lab concerning the shearing of teeth. The lab declined to respond to these questions. The lab no longer has the teeth therefore they will not be returning them for eval. This incident involved denture tooth #24. (B)(4).